Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer¿s husband reported that as of last (B)(6) the consumer started to go down and her doctor adjusted her. The doctor put the consumer back to the way she was when they thought she was doing good back in (B)(6); however, the husband said that was too far back. He can see there was something wrong with her arms and leg, he could visually see that it was not right. The doctor was now refusing to see her indicating she had to go back to the implanting doctor, who was also refusing to see the consumer. Additional information received from the consumer reported there was something wrong with her system. She noted that her device turned off, but she was able to turn it on again. She also mentioned she hit her head on a cabinet on (B)(6) 2016. Indication for use included dystonia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.